Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the physician plans to reline with an ovation device and the secondary procedure is scheduled for (B)(6) 2019. The device failure and patient status are unknown. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: a type iiib endoleak of the bifurcate device and type ia endoleak with secondary endovascular procedure. The device, user, procedure, or anatomy relatedness of the type ia endoleak could not be determined. The type iiib endoleak of the bifurcated device is most likely device-related due to the use of strata material. Procedure-related harms for this complaint could not be determined, and the final patient status was reported to be in stable condition. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Event description:
Additional information received confirming that the physician diagnosed a type iiib and ia endoleaks per routine follow-up CT. The physician then elected to treat the patient by successfully relining with ovation ix (main body and two (2) iliac limbs) on (B)(6) 2019.